Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit has no audio sounds. There is no patient involved in this event.

Manufacturer narrative:
Evaluation summary: one sample was evaluated and the reported event was confirmed. The product is used in treatment. Product does not meet specification. The reported event was confirmed. The device history record review shows the product was released to specification. The investigation isolated the failure to speaker failure, but a root cause was not identified. No corrective action is required, because no trend has been identified. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.